Event description:
The physician reports performing bilateral cataract surgery with implantation of the crystalens. Approximately one month postoperatively, the lens in the right eye vaulted asymmetrically in a z-configuration and the pt noticed a gradual decrease in uncorrected distance vision and increased astigmatism. Although there is no bcva decrease associated with the vaulting, the surgeon plans to perform a yag capsulotomy.